Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who replicated the issue while onsite by observing that the speaker had no sound. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to clinical use.

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that the speaker was broken. The device was in use on a patient at the time of the event. There was no adverse event reported.